Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this failure was identified by the customer as an issue with the scope having a blockage which resulted in the fiber being broken when pushed through. The fault was determined to not fall with the fiber. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that upon trying to get the laser fiber down the scope there seemed to be some resistance then once it was through there was no pilot light. The light was increased to 10 but still not visible. The scope was removed and the laser fiber had snapped as there was very little length of fiber removed. The customer managed to retrieve the rest of the fiber from the sheath of the scope by using a stent pusher. The scope was sent off as faulty and was bagged up the fiber and the broken part ready for collection. The customer is sure there was something in the scope which caused the fiber to break not a problem with the fiber. There was no harm or user injury reported due to the event.